Manufacturer narrative:
The pcs21 was not returned for evaluation but the device history record was reviewed and no discrepancies noted. The pec200, and memory card were returned and evaluated and performed as intended. No conclusion can be drawn.

Event description:
A pcs21 was fired during a gastrectomy procedure. The pc100 indicated firing complete but the device did not cut and the staples were unformed. The anastomosis was sutured.